Event description:
It was reported that when interrogating the cardiac resynchronization therapy defibrillator (crt-d) post upper gastrointestinal scope procedure, the left ventricular (lv) lead impedance measurement was noted to have increased from the 800 to 900 ohm range to greater than 3000 ohms. Boston scientific technical services (ts) was consulted and review of the presenting electrogram (egm) also noted lv loss of capture (loc) and noise. Ts discussed possible causes including a potential fracture or lead dislodgement. Ts further discussed possible programming and troubleshooting options to determine the cause. The field representative will attempt to obtain additional information from the clinic. At this time the lv lead remains in service and no adverse patient effects were reported